Event description:
It was reported that the patient came into the hospital because she was symptomatic. Md reported the device was not pacing when, in fact, the lower rate was 60 pbm. Changes were made to the lower rate. The device accepted them briefly but then went to no ouput. It was then explanted due to the programming difficulty. No patient complications have been reported as a result of this event.